Event description:
It was reported that during pre-implant testing prior to the implant procedure, this device was interrogated and revealed a code 1003, indicative of battery voltage too low for the projected remaining capacity. The device was exchanged to resolve the event and there were no adverse patient effects. The device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. It is expected behavior for the battery voltage to subsequently recover and return to normal levels once the device is removed from the cold temperatures. The battery did recover after the device was removed from the cold.

Event description:
It was reported that during pre-implant testing prior to the implant procedure, this device was interrogated and revealed a code 1003, indicative of battery voltage too low for the projected remaining capacity. The device was exchanged to resolve the event and there were no adverse patient effects. The device was subsequently received for analysis.